Event description:
It was reported by the customer that a pyxis anesthesia es system mini tray drawer contains propofol for anesthesia failed, prevented user from accessing the medications during procedures. The customer stated that there was no delay or harm to patient since they removed the required medications from another drawer which had a larger vial size. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-oct-2022 to 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini tray drawer failed due to a faulty mini engine. A field service engineer replaced the mini engine to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini tray drawer failed due to a faulty mini engine. A field service engineer replaced the mini engine to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini tray drawer contains propofol for anesthesia failed, prevented user from accessing the medications during procedures. The customer stated that there was no delay or harm to patient since they removed the required medications from another drawer which had a larger vial size. There were no adverse events or injuries reported based on this event.